Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was broken and insulin pump came off. Customer stated she was in the ocean and lost the insulin pump and when she came out she was only wearing the set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.